Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed an MRI, but the battery has been dead for about a month. The hcp was working in getting the issue resolved. They attempted to reboot the ins, but they were not sucessful. The caller also said the programmer would not turn on, but they were unsure if the programmer or ins wouldn't turn on. It was suspected the patient was referring to the ins not turning on. Additional information received from a manufacturer representative (rep). It was reported that the ins was overdischarged and the patient needed an MRI. The rep met with the patient on (B)(6) 2020, but he was unable to bring the device out of overdischarge.